Event description:
A peritoneal dialysis (pd) patient¿s contact called (B)(6) technical support and reports the patient was bleeding last night (B)(6) 2025 where the catheter is but stopped on its own. The (B)(6) technical support representative advised pt contact to contact the pdrn and inform them of what happened last night (B)(6) 2025 for how they would like for them to proceed. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".